Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced a vessel dissection attributed to the tip of the delivery catheter. The physician noted the delivery catheter model was "more prone to kinking and the tip is more likely to get stuck on the coronary sinus and cause dissection" than previous delivery catheter models. The delivery catheter was replaced and it was noted no clinical actions took place. No further patient complications have been reported as a result of this event.